Event description:
Pt revised to address tibial tray collapsed into varus.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigaiton closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.